Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was misfiring while operating and acting like something was loose in the gearbox. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage found. The incident occurred during the procedure while the surgeon was attempting to clamp. The issue was related to unexpected motion of the instrument while attempting to clip. The weck hem o lok medium-large clips were used for the procedure. It is unknown if the vessel or tissue bundle was greater than what was suggested in the instructions for use (IFU). The issue occurred during the 1st clip application. The issue was resolved with a backup medium-large clip applier instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of instrument grips bent-severely to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Additionally, the instrument was found to have an input disk broken. The input disk was completely detached: input disk #7 was found completely detached from the base of the housing. The instrument was found to have an input disk cracked. Hairline cracks were found on grip input disk #6.